Event description:
The dealer advises both right and left side half arm sockets (line 2.1 and 3.1) broke. Dealer is not aware of how the sockets broke, but does state that the end user uses the arm to get up out of the chair.